Manufacturer narrative:
Pump: model- 72404127, lot sn- (B)(4), mfg date- 04/19/2019, exp date- 04/18/2020, gtin- (B)(4). Balloon: model- 72400024, lot sn- (B)(4), mfg date- 04/09/2019, exp date- 04/07/2024, gtin- (B)(4). Device not returned for evaluation.

Event description:
It was reported that due to an infection and erosion the patient had his artificial urinary sphincter (aus) removed and the patient's urethra repaired. The physician will wait until the infection and urethra are healed to re-implant the patient with a different aus. It was further reported that the infection started in the scrotum but it was noted that the infection was also around the balloon. These symptoms started at the end of last year. The infection was treated with oral antibiotics. The erosion was diagnosed while in surgery and was not discovered earlier because they only performed a cystoscopy a week before this surgery. They did place a catheter previously, but a catheter was placed through the abdomen. The patient outcome is they he is still completing antibiotics for the infection.

Event description:
It was reported that due to an infection and erosion the patient had his artificial urinary sphincter (aus) removed and the patient's urethra repaired. The physician will wait until the infection and urethra are healed to re-implant the patient with a different aus. It was further reported that the infection started in the scrotum but it was noted that the infection was also around the balloon. These symptoms started at the end of last year. The infection was treated with oral antibiotics. The erosion was diagnosed while in surgery and was not discovered earlier because they only performed a cystoscopy a week before this surgery. They did place a catheter previously, but a catheter was placed through the abdomen. The patient outcome is they he is still completing antibiotics for the infection.

Manufacturer narrative:
Device analysis: a product malfunction was not identified as the most probable cause of the reported events. Infection and erosion cannot be confirmed through product analysis. Product analysis did not confirm a product malfunction as the most probable cause of the reported events. The product record review indicated reported events do not represent an unanticipated event, and that infection is included as a potential adverse event in the product labeling. The investigation conclusion code of known inherent risk of device was chosen because a product malfunction could not be identified as the probable cause of the reported events and the reported adverse events are included as potential adverse events within product labeling. Based on the results of this investigation, no escalation is required.